Event description:
Falope ring applicator kit, "the device misfired" and tore the falope tube. Pt scheduled for laparoscopic tubal fulguration. Case proceeded without falope ring and fulguration was used. Procedure salpingectomy bilateral. Per op report: "an attempt was made to elevate the tube and apply the ring; however, the falope ring failed to deploy. The applicator device was then removed and on the inspection of the ring mesosalpinx, a small hematoma was noted at the area of grasping with the falope ring applicator."